Event description:
It was reported that ventilator did not switch on. There was no patient involvement. Manufacturer ref.# (B)(4).

Manufacturer narrative:
It was claimed that ventilator did not turn on during start-up procedure. The issue has been confirmed in problem description. The device's logs and service report were not available for analysis. According to the information provided by the technician, the issue has been solved by replacing power control circuit board (pcb). The defective part has not been returned to factory. The root cause to the reported issue has not been determined. The issue has been reported due to replaced part which may lead to stop of ventilation. After evaluation of trend review it has been concluded that this situation will should not be reportable.

Event description:
Manufacturer ref.# (B)(4).